Event description:
A port-a-catch vascular access system was implanted in 2004 at the hospital in other country for the purpose of facilitating cancer therapy treatment. The device was defective and had to be surgically explanted in 2005. It was replaced by another port-a-cath vascular access system in order to continue the required cancer therapy. The event has been reported previously to your organization, but despite inquiries no communications have been received. Further, smithmedical/deltec, the device maker, has ignored repeated requests - to return valuable medical records which are urgently needed for treatment. Dates of use: 2004 - 2005. Diagnosis or reason for use: device failure.